Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The blood glucose at the time of the event was 282 mg/dl. Prior to the event, the customer had an anger issue. The patient treated with a bolus delivery. The drive support cap appeared normal and the customer was able to rewind the unit. The customer was advised to change the infusion set and the reservoir. No further information was provided.